Event description:
International affiliate reported a leak on a transfer set, but not the location of the leak. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate that the reported event of a transfer set leak was not confirmed during eval, however, cracks to the mainbody of the transfer set were found. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective / preventative action as appropriate.